Event description:
The plaintiff's attorney alleged that the patient experienced three sudden cardiac events approximately three months and one month apart respectively. Subsequently, approximately six months after the first onset of the sudden cardiac events the patient experienced another sudden cardiac event and expired the same day; all of which is alleged to have been caused by the patient's exposure to the product during dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to this event. A follow up report will be submitted upon receipt of any additional information.